Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient with an implanted neurostimulator (ins) for gastrointestinal /pelvic floor therapy. It was reported the patient was implanted almost a month ago and had a sudden return of symptoms (B)(6): patient keeps setting machine to see if she can try and slow down her bladder incontinence but feels like she isn't doing it right. Every time patient turns the stim up she get a burning sensation, when she turns the stim down the urine still doesn't stop from having night wets. Sync with the patient programmer showed stim on program 4 at 2.2 volts. Patient increased the stim to 3.0 volts on program 4 and will monitor symptoms. No further complications were reported or are anticipated.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from the patient reported that they thought they were having a problem with their ¿machine¿ as the device was not helping them. They were wetting the bed, ¿pooping her pants¿, and kept changing their ¿pull ups¿. The patient mentioned that their doctor never talked to them about when to change programs. Further information received on feb. 6, 2020 from the patient reported that they had a return of their symptoms (bowel and incontinence) in (B)(6) 2020. Therapy considerations were reviewed with the patient. The patient sated that they did switch programs as their setting was already in the upper range. The patient was going to track their symptoms and adjust as needed. They were also redirected to their healthcare professional (hcp). There were no further complications reported or anticipated.